Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error. Customer's blood glucose level was unknown. Customer reported that they were able to clear the alarm. Customer stated alarm occurred 3 times in a row. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement and self test. No unexpected a39 alarm anomalies noted. (B)(4).